Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was performed to treat an un-specified lesion with 90% stenosis and heavy calcification. The 6.0 x 40 mm fox sv balloon catheter was advanced. After the second inflation at 18 atmospheres (atm), the balloon catheter was observed to be stuck on a non-abbott guide wire. The fox balloon catheter and the non-abbott guide wire was removed from the anatomy as single unit. A new fox sv and non-abbott guide wire were used, and the procedure was completed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.